Event description:
It was reported by a call from the hospital that the intra-aortic balloon pump (iabp) was pumping, but there was no arterial pressure (ap) waveform on the pump and the pump was displaying message "no ap source." The caller was asked to disconnect the fiberoptix sensor (fos) slide and cal key and reconnect; no tones were heard. Fos status code "ll" (low light), "ck" (cal key). The clinical on call (coc) explained that the fos does not appear to be working and they will next attempt to gain ap from the central lumen. She had them push the ap select button until transducer was lit, but still no ap waveform appeared on the pump. He replugged the ap cable into the pump and transducer with no charge. After checking all the ap connections, it was discovered that the stopcock was closed on the pressure tubing. When opened the waveform appeared, but they felt the pressures were not accurate. The coc instructed them on zeroing the central lumen. At this time, there were no further questions. Later that night, another call came into the coc regarding this pt. Again they reported no ap waveform on the iabp, but the pump continued to pump. The hospital was also speaking on another telephone line with the sales rep (sr) about this issue. The sr informed the coc that the central lumen appeared to be clotted off and the md would need to be contacted to determine if another ap source would be used or the intra-aortic balloon (iab) would be replaced. Add'l info received from the field service expert (fse) per field service report: symptom: fos not working. F/u with coc on (B)(6) 2010. Findings/action taken: fse explained to biomed the scenario. Fse suggested biomed check out the pump. Biomed confirmed operation of the pump.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.